Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that their pacemaker exhibited signal under-sensing along with pacemaker-mediated tachycardia. Programming changes were made. There were no patient consequences.